Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, impedance testing, and defib cycling using the customer's returned multifunction cable without duplicating the report. An internal inspection of the device found no discrepancies. The device was recertified and returned to the customer. The electrode pads used during the event were not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.